Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) checked the system and was unable to replicate the issue. The fse spoke to the initial reporter and was told that the surgeon was working with the arm when it froze and would no longer follow the surgeon commands. The customer stated he had to use the emergency release wrench to remove the instrument. The fse replaced the universal surgical manipulator (usm) 4 as a proactive measure. The fse also replaced usm 3 to resolve a sticking patient clearance button found during system testing and test drive. Isi has received both usms, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was operating a needle driver instrument while checking the procedure results at the end of the case when the universal surgical manipulator (usm) 4 stopped articulating. The customer stated they had to use the emergency release wrench to remove the instrument, and no harm was done to the patient. The technical service engineer (tse) identified an error 31010 on the usm 4 and had the customer check the presence pins. The customer stated that they found a presence pin stuck and released it. The procedure was completed with no reported injury. At this time, it is unknown if the procedure was completed with all 4 usms or if a usm was disabled.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The replaced universal surgical manipulator (usm) arms have been returned and evaluated by the failure analysis (fa) team. The 1st usm arm was tested on an in-house system and passed normal mode. Tornado button failed during testing; it was not responding. Fluid intrusion was found on and underneath the tornado button. As fix the spar tornado switch assembly was replaced to address the reported problem. The 2nd usm arm was tested on an in-house system in normal mode and operated without any errors. The usm arm passed all testing specification. Review of the system logs confirmed related error code 31010 pointing to the carriage presence pins. As a precaution, the carriage presence pins and the top plate were replaced.